Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:black box shows one occurrence of time/date resetting prior to the complaint date. Due to inaccurate time/date setting after reset, the duration of time the pump was without power can not be determined. Time and date was accurately set at start of investigation. Pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. It was confirmed on the bench when the battery was reinserted after 6 hours without power, the time and date did reset to 12:00 am 01/01/2007. Removed pump cover, a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, display is faded, discolored and very difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.